Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise episodes and led to oversensing. No intervention was performed, and the patient will continue to be monitored. There were no reported patient consequences.